Event description:
Based on a review of generator data, it was observed that the impedance has been fluctuating between normal and high therefore is likely related to the m1000 generator showing higher than expected impedance, which is not a true high impedance. This event is described and reported in MFR. Report #1644487-2019-01278. There is no indication that the painful stimulation would be related to the high impedance indicator, therefore this report will only capture the painful stimulation. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Manufacturer narrative:
(B)(4).

Event description:
The nurse reported that the patient's device was checked due to complaints of discomfort in his chest up to his neck after having a fall. High impedance was noted. The device was turned off and the patient was sent for x-rays however x-rays have not been reviewed by the manufacturer to date. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.